Manufacturer narrative:
Per comp (B)(4) - initial report. Additional information including operative notes, x-rays, has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit / trinity and meije duo revision of the insert, modular head and stem after 20 days due to a peri-prosthetic femoral fracture. Note 1: the insert hdm248 and the stem hlp412 are not cleared in the USA. Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.

Manufacturer narrative:
Per (B)(4) - final report: additional information, including operative notes and x-rays, has been communicated in order to progress with the investigation of this event. The appropriate devices details have been provided and the relevant device manufacturing records have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. As it was confirmed by the surgeon that the link between the event and the corin devices is excluded, no further investigation can be conducted, and the root cause is considered as external. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit / trinity and meije duo revision of the insert, modular head and stem after 20 days due to a peri-prosthetic femoral fracture. Note 1: the insert hdm248 and the stem hlp412 are not cleared in the USA. Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.